Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 260 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.